Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
Subsequent to the initial medwatch report the following additional information was received indicating that a second proglide was used to achieve hemostasis.

Manufacturer narrative:
(B)(4)- failure to follow steps/instructions - code added to address that the device lumen was not flushed prior to use per the instructions for use. Evaluation summary: the device was returned for analysis. The reported marker lumen blockage/inability to achieve device marking was confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It was reported that the device was not flushed to check for lumen patency before use. The instructions for use, states: verify marker lumen patency by flushing the marker lumen with saline until the saline exits the marker port. Do not use the perclose proglide smc device if the marker lumen is not patent. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a interventional coronary stenting procedure. Reportedly, the device was advanced into the artery, but the expected pulsatile blood flow was not observed. After some angle changes still no flow was observed. The device was removed and manual arterial compression was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.